Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "catheter where the cath-guard contamination shield plastic separated from the butterfly lock, 'a little too easy' after catheter was placed in the patient". Additional information states that there was no patient harm or injury. The iab was removed and not replaced. The patient status is reported as "fine".